Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported failure to deliver insulin event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's spouse reported that the patient went to the emergency room (ER) due to hyperglycemia at (B)(6) hospital on (B)(6) 2025. The patient's blood glucose levels were over 480 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported include vomiting. At the hospital, the patient was treated with intravenous drip, interpina's feeding and big bag of fluid (unspecified). The patient was discharged after 4 hours.